Manufacturer narrative:
The contribution of the devices to the experience reported has not be determined as the devices have not been returned for eval.

Event description:
Revision of equinoxe reverse shoulder due to a broken glenosphere locking screw. During the course of the revision, the surgeon also revised the glenoid plate and glenosphere. There is no report of any other devices being revised as part of the procedure.